Event description:
It was reported that a device was used during an laparoscopic hernia repair. A piece from the device gasket seal broke off and fell into the pt. Opened another device to complete the case. There was no consequence to pt.